Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the serial number was not known, therefore, the serial. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a probable temporal relationship between ccpd therapy with the fresenius liberty cycler and the fresenius liberty cycler set and the patient¿s adverse event of peritonitis. There is no documentation in the file to show a causal relationship between the adverse event and the fresenius liberty cycler and fresenius liberty cycler set, nor is there any allegation a fresenius device (s) malfunctioned or failed to perform as expected related to this event. Due to the lack of information, the etiology for the patient¿s peritonitis event cannot be determined, therefore causality cannot be fully determined. Additional information was requested in regards to the source and culture results, however at the time of this investigation remains unavailable.

Event description:
A peritoneal dialysis nurse (pdrn) reported that the patient had peritonitis about four months ago and was moved to in-center hemodialysis (hd) therapy. The pdrn stated that the patient was never hospitalized for the peritonitis event but that she was given vancomycin (dosage, frequency, and route unknown). The pdrn stated that the patient is continuing in-center hemodialysis (hd) therapy until being able to return to peritoneal dialysis (pd) therapy. Additional information regarding the peritonitis cause and results was requested; however, not provided. Patient¿s demographics was also requested and not provided.